Event description:
The customer reported that the defibrillator pads did not adhere to the patient's skin as expected. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.